Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm and high blood glucose level. The blood glucose at the time of the incident was 123 mg/dl. The customer states they had sensor glucose and blood glucose. The customer states the no delivery alarm was resolved by a complete set change. The customer performed troubleshooting for the high blood glucose. The customer did not have any symptoms currently. The customer did not contact their healthcare professional, but does have a backup plan. The customer treated for the high blood glucose, with the pump. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was not performed, due to not having a tubing clamp. The customer was advised to change the entre set, and reservoir. The motor error alarm was a past event. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window.